Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Data was received but does not reflect the full investigation window. The complaint confirmation was unable to be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.